Manufacturer narrative:
Result of investigation: the exact root cause is not determinable. Most likely the failure is due to the blower electronics. The failure is visible after a particular start-up. No high temperature is recorded so this failure is not related with the maintenance. As a resolution the customer was advised to order a new blower.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However logs and blower test received. It's clearly shows that the blower is getting 10 v but does not turn. Advised the customer to order a new blower. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator has technical error 316 "blower failure". The customer confirmed that there was no patient involvement associated with the reported event.